Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent laparoscopic supracervical hysterectomy, bilateral salpingo-oophorectomy, resection of endocervix with loop electrosurgical excision procedure , laparoscopic sacrocervical colpopexy, cystoscopy and urethroscope due to symptomatic and significant pelvic relaxation and stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, and urinary problems.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005, and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).